Manufacturer narrative:
To date, the device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.

Event description:
(First report filed with MFR number: 1651501-2014-00051). This is the second of two reports (same incident/surgery, same pt, different products involved). This report is in regards to the humeral reamer guide body. During the preparation of the humeral canal for a reverse shoulder arthroplasty, the humeral stem trial broke off of reamer guide body and was left lodged in the humeral canal. The threading of the humeral stem trial that threads for attachment to other instruments had broken off as was left in the adjacent instrument while the main body of the stem was left in the humeral canal. The surgeon had no choice but to resect add'l bone from the pt's humerus in order to access the body of the humeral stem trail for extraction. There was a surgical delay of 1 hour. Add'l info has been requested.